Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room after feeling uncomfortable. Upon device interrogation, intermittent loss of capture was observed with changes in the patient's posture. Increased pacing threshold measurements were also noted. The patient was hospitalized. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room after feeling uncomfortable. Upon device interrogation, intermittent loss of capture was observed with changes in the patient's posture. Increased pacing threshold measurements were also noted. The patient was hospitalized. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.